Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral condyle of the cr sigma broke. The surgeon requested for a response letter. According to the surgeon, the patient heard a ¿pop¿ prior to the surgery. The femur was a press-fit and was not loose, except for the condyle that broke off. The femur is being returned. No cement product used. The knee was a porocoat press-fit femur. No instruments broken during surgery doi: 2009. Dor: (B)(6) 2021; left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: examination of the returned device and review of the provided photos confirmed the reported breakage. The damage to the femoral component is consistent with low stress high cycle fatigue and no material or manufacturing defects observed that could have contributed to fracture initiation and/or propagation. The need for corrective action is not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Since a lot code was not provided, a manufacturing records evaluation (mre) could not performed. H10 additional narrative: added: d4 (UDI) corrected: d4 (catalog).